Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the product is returned and investigation results are available. Note: the meter serial number is unknown and the reported test strip lot (#11005) is expired (expiration date: 31-oct-2006).

Event description:
A customer reported, his blood glucose meter would not turn on and he was unable to test his blood glucose. The customer also reported, he went to sleep, could not move and then went to a hospital. The customer reportedly experienced lethargy, dizziness and weakness. At the hospital, the customer's blood glucose was tested and a reading of 787 mg/dl was reportedly obtained. The reported medical treatment received was 30 units of insulin. Although the customer additionally reported, he was diagnosed with a stroke, no further medical treatment was reportedly rendered. The customer, also reported, having a pre-existing medical history of hypertension and hypercholesterolemia. There was no report of death or permanent impairment associated with this event.